Manufacturer narrative:
H10: at bench repair, the speaker was replaced and the device was updated to the latest hardware and software per assembly procedures. The customer received a replacement device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audible sound coming from the speaker and a speaker malfunction inop/ error message. No patient involvement.